Event description:
It was reported a lead alert was noted on the remote data transmission. The patient presented to the hospital and the device was interrogated. It was determined the lead impedance measurement was high and there was oversensing on the right ventricular lead. Lead replacement surgery has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).